Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_985 - arb pmcf, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 26mm sjm rigid saddle ring was chosen for mitral valve repair. It was also reported the patient underwent concomitant commissurotomy to treat mitral stenosis and also left atrial appendage closure. It was reported prior to discharge on (B)(6) 2022, pleural effusion was detected during follow-up chest x-ray and a decision was made to perform a pleural puncture for pleural effusion drainage. A follow-up chest x-ray on (B)(6) 2022 reported no pathology. It was then reported on (B)(6) 2022, the patient was admitted for fever, chest pain, pneumonia, and was treated with antibiotics. The patient was discharged from the hospital on (B)(6) 2022. The patient was rehospitalized on (B)(6) 2022 due to worsening pleural effusion. A repeat chest x-ray on (B)(6) 2022 did not confirm pleural effusion. A computed tomography (CT) scan on (B)(6) 2022 noted minimal pleural effusion. The patient was discharged (B)(6) 2022 following no treatment. It was then reported on (B)(6) 2022, the patient presented again with slight pain and chest discomfort that was worsened with breathing deeply. It was also noted the patient had slight increase in inflammatory markers with sub-fever symptoms. Electrocardiogram (ECG) on (B)(6) 2022 noted diffuse st-elevation and pericarditis was suspected. Transthoracic echocardiography (tte) on (B)(6) 2022 noted 52% ejection fraction and no issues with the repaired mitral valve. Transesophageal echocardiography (tee) confirmed normal function of the mitral valve and did not report any endocarditis. The patient was discharged on (B)(6) 2022 after treatment of post-operative pericarditis with prescribed medication (ibuprofen 600mg x3, omeprazole 40mg x1, and colchicine 0,5mg x1) for home use for 6 months. The current patient status was reported stable.

Event description:
N/a.

Manufacturer narrative:
An event of chest pain, fever, hospitalization, pericarditis, pneumonia, pleural effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported chest pain is likely related to the reported pleural effusion; however, the cause of pleural effusion could not be conclusively determined. The cause of the reported fever, pericarditis, and pneumonia could not be conclusively determined. The reported hospitalization and unexpected medical intervention were result of case-specific circumstances as the patient was admitted for pleural drainage and medication administration. There is no indication of a product quality issue with regards to manufacture, design, or labeling.